Event description:
It was reported that the 9900 system had a low ma error message during a pm. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator drive board was replaced during the service call. The system was tested and found to be working as intended and put back into service.